Event description:
On (B)(6) 2013, the patient¿s mother reported that she thought the vns was working well for her daughter until she had a seizure the day prior which was more intense than usual. She stated that she swiped the magnet twice and it did stop the seizure, and today the patient is feeling okay. She also stated that her daughter does not feel normal stimulation but can feel the magnet stimulation even though it is only programmed 0.25ma more than the normal stimulation. She stated that she is programmed currently to 1ma. Attempts for further information from the physician have been made but no additional information has been received to date.

Event description:
The physician reported that the increased seizure intensity was probably unrelated to vns. It was reported that no causal or contributory programming changes, medication changes, or other external factors preceded the increased intensity of seizure. No patient manipulation or trauma occurred that is believed to have occurred that could have caused or contributed to the patient not able to feel device stimulation. It was reported that the patient felt discomfort at the vagal nerve twice with magnet activation, but that no further events have been seen. It was reported that no further discomfort or increased seizure frequency have been noted after (B)(6) 2013.